Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump in which "start-up screen bottom 5th line does not hold image and flickens" was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be a defective main display. The main display was replaced to correct this condition. Additional information: a device history review was performed revealing no abnormalities were found during manufacturing. A service history review revealed no previous service events were related to the reported condition. This issue has been escalated to CAPA. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump in which the "start-up screen bottom 5th line does not hold image and flickens". It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is 8.11.00 - remediated

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.